Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they had a history anomaly. Customer reported information was missing from the insulin pump's history. The customer's blood glucose was unknown. Troubleshooting did not occur for the insulin pump. Customer agreed to return the insulin pump for analysis.